Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a temperature alarm occurred. The customer declined to provide further information regarding the event. No reported adverse impact the customer's blood glucose.